Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the internal leakage test failed during pre-use check. The device was checked. The nozzle unit was found defective and has been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately device's logs and defective part were not available for further analysis. Information about date of last pm kit/nozzle units replacement is unknown, hence the root cause of the malfunction of the nozzle unit could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).